Event description:
According to the info received a user is having issues the external condom catheter tearing his foreskin. Has been using this catheter for years and has issues with this occurrence every once in a while. User has tried skin prep underneath but he tends to have redness when he uses this as well. User says he is not allergic to latex.

Manufacturer narrative:
The product was not available to be returned. Without the benefit of examination and testing, coloplast is precluded from commenting on the condition of the device or the cause of the occurrence. Should the device or add'l info be received, a f/u report will be filed.